Manufacturer narrative:
The lens was exchanged for another lens, different model and diopter, on (B)(6) 2017. The problem was resolved.(B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found lens returned in liquid in lens case/vial. Visual inspection found haptic broken. Dimensional inspection found lens was within specifications. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Conclusion: off-label use [under 21 years of age at time of implant ((B)(6))]. Work order search: no similar complaints reported for units within the same lot. (B)(4). Not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.0mm ticm12.0, diopter -15.0/1.5/072 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2012. On (B)(6) 2017 the lens was explanted due to the patient experiencing low vault and lens rotation. As of the date of MDR reporting the lens has not yet been returned.